Event description:
Occlusion was reported on the atrial lead. The lead was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Event description:
It was further reported that there was abnormal atrial lead impedance. During the explant procedure, vf (ventricular fibrillation) occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached; full lead returned.